Event description:
Related manufacturer reference number: 2017865-2022-15349 / 2017865-2022-15350. It was reported that the patient's implantable cardioverter defibrillator and right ventricular lead exhibited under-sensing and unspecified over-sensing. The patient was deceased shortly after on (B)(6) 2022. It is unknown if the patient's death was related to the implantable cardioverter defibrillator system.